Event description:
A surgeon reported that during intraocular lens(iol) implant surgery the posterior capsule tore due to "random lens expulsion." He stated a vitrectomy was required. There are three medical devices reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts have been made to obtain additional information. Pt codes: 2639, 2643 - not labeled. Device code: 2339 - not labeled. (B)(4).